Event description:
Event description guidant received information that the patient this this congestive heart failure (chf) device had a slow ventricular tachycardia (vt) rhythm of 115, and no antitachycardia pacing (atp) therapy was being provided, as it timed out. It was noted that the physician was very upset, as he feels that the guidant physicians manual is not clear about this issue.